Event description:
It was reported during an afib case, a pericardial effusion was noticed. Caller reported that there was a drop in blood pressure on the patient right after they went transseptal. The pericardial effusion was confirmed by ice. Caller reported that the medical intervention provided was a pericardiocentesis and pericardial window. The patient's status was reported to be stable and in the ICU(intensive care unit). Additional information received indicated a baylis steerable sureflex sheath was used during transseptal puncture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).